Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd-ms 3 ambulatory infusion pump lost the charge in its internal battery and lost programming. It was reported that the pump was not in use when the issue occurred, that the patient switched to a backup pump and that there was no disruption in therapy. It was reported that the medication was administered continuously via a subcutaneous route. No adverse patient effects were reported.